Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -14.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to elevated intraocular pressure and significant reduction of irido-corneal angels. The reporter stated " preoperative basal iop was higher than normal, and no further examination was performed to exclude glaucoma. After the crystal is removed, the intraocular pressure is temporarily stabilized to normal value after drug treatment. The lens was removed and transferred to the glaucoma department for further consultation."

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of irido corneal angles. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).